Event description:
In 2007, I had a zimmer versys hip replacement at montefiore hospital in the (B)(6). Within a short time I lost feeling in my toes and started dragging my foot. Surgeon told me I was silly. By 2010, I was falling down with loss of balance and had severe headaches and walking with a cane. A doctor, neurologist and a physical therapist told me it was my back. By 2014, I lost my job. I had complete loss of strength and was unable to perform my job. I went to a total of 6 doctors, 4 neurologists, and 2 surgeons. All tests they issued were negative for anything like ms, lupus, lyme disease and such. Whenever I mentioned that I felt that the hip was responsible, the physicians reacted extremely defensive and in a couple of cases became agitated. My symptoms are as follows: unusual gaite, loss of balance, headaches, severe stiffness, weakness, fatigue, vision loss, depression, loss of memory, hip pain around implant, left hand pain and weakness, right arm muscle spasms, lesion on the brain and high blood pressure. All of the physicians have refused to address the hip as a cause of my problems and have flat refused to issue a MRI to show any possible soft tissue damage.